Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker entered in safety mode. No other information was provided. After safety mode occurred this device was explanted. No adverse patient effects were reported.